Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), while the tether was being removed, the temporary pacing lead was also being removed, which caused a portion of the tether to become exposed outside the body through the left internal jugular vein. The exposed portion was connected to the part of the tether that had already been removed and was likely pulled due to interference with the temporary pacemaker. The exposed portion of the tether was cut, and one end was held to prevent it from re-entering the body. Subsequently, the tether was fully removed from the body and the device was successfully implanted in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.